Event description:
It was reported that post op of a c-section procedure, staples fell out of the patient. It is too soon to tell if the patient will have an infection. The device was discarded. There is no additional information at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). During the case, the staples looked fine. There was no apparent issue during use. 24 hours later when the wound was checked, staples were laying in the dressing. Steri strips were used for closure. Wound healed nicely.